Event description:
The customer reported that the unit would not power up when powered only by a battery inserted into slot b. He verified that the unit would power up when powered by a battery inserted into slot a.